Event description:
It was reported that the drain volume (dv) equaled 3580ml and the fill volume (fv) equaled 2000ml. The caller stated the ultrafiltration (uf) was negative for each cycle and the minimum drain volume percent equaled 80%. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed and verified the reported increased intraperitoneal volume situation. An external/internal inspection and full functional testing were performed with no issues noted. The reported problem was verified during the evaluation. The cause was determined to be false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. The homechoice apd systems trainer's guide provides a warning "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.